Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years 7 months post tavr procedure for a 26mm sapien valve, the patient has elevated gradients on recent echo. They are thinking of proceeding with a valve in valve procedure at some point after 7/20. The patient will also undergo cardiac catheterization.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mis-match. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, the formation of pannus, or prosthetic cardiac valve thrombosis. Structural valve deterioration (wear, fracture, calcification, leaflet tear from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Small gradients may not be indicative of significant dysfunction. Large gradients may be indicative of ongoing dysfunction and may require surgical or percutaneous intervention to restore normal flow. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve increased gradient of the sapien valve could not be determined based on the limited information provided. However, may be due to progression of the patient disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.